Event description:
Information was received indicating prior to use a pump with a cadd cassette reservoir was leaking fluid at the bottom of the cassette, outside of the bladder. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Two photographs were received for review. Picture, one showed a cassette product 100 ml connected to a pump. Picture two showed a cassette product with medication, leak point not detected. Complaint was not confirmed. No root cause determine due complaint was not confirmed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Two photographs were received for review. Picture, one showed a cassette product 100 ml connected to a pump. Picture two showed a cassette product with medication, leak point not detected. Complaint was not confirmed. No root cause determine due complaint was not confirmed.